Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of non-dehp extension sets disconnected. It was further reported ¿primary IV tubing came disconnected from filter despite being taped together at connection site¿. The event occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: correction: d4: lot number should have been reported as unknown. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.